Manufacturer narrative:
.

Event description:
Procedure: nephrectomy. Patient sex: unk. According to the reporter: the surgeon fired the stapler, all of the staples did not form, and they fell out of the stapler. However, the stapler did cut tissue. This happened in a location that was easy to fix. So the surgeon had to staple again to remove the malformed staple line along with a small piece of tissue that he would not have had to remove had it worked properly. Another device was applied and it worked. No injury was reported.